Event description:
It was reported, the patient had the device system removed due to needing an MRI of the spine. During removal a titanium piece of an anchor came off that could not be found and was left in the patient. It was noted the MRI was related to spine degeneration, and no interventions were planned.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead; product ID, 37743 lot# serial# (B)(4), product type programmer, patient; product ID, 3550-39 lot#, product type accessory. (B)(4).